Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic with a suspected short-to-shield fracture. A review of the system controller log files noted elevated power events, low speed and low flow events, and transient pump stoppages. X-rays of the percutaneous lead (lead) did not show any areas of concern. The lead was evaluated by the manufacturer¿s technical services team and no broken wires were found. Per request, a percutaneous lead replacement was performed approximately 2.5-3 inches from the exit site. It was later reported that the external repair did not fix the issue and the pump was subsequently exchanged on (B)(6) 2015. It was reported that the patient was asymptomatic during the entire time.

Manufacturer narrative:
Approximate age of device - 9 months the device was returned to the manufacturer; the evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: red heart and pump stop while on power module, stopped when on battery. Alarm history revealed multiple pump stops. Changed system controller, same alarms, on several different pms/pt-pm cable. External drive line repair by thoratec engineers 2/12/15. Alarms started again after approx 2-3 hrs.

Manufacturer narrative:
The report of suspected driveline wire damage was confirmed based on the evaluation of the returned pump. Examination of the pump portion of the driveline found breakdown of the braided shield approximately 6.5 inches from the pump housing. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection found a breach in the red wire insulation 6.5 inches from the pump housing. The adjacent wires showed evidence of abrasion against the braided shield but no additional insulation breaches were noted. Examination of the severed and replaced sections of the driveline found them to be unremarkable. Both sections passed all electrical testing and no additional wire breaches were found. If the exposed conductors of the red wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the low speed, elevated pump power, and pump stoppages observed on the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.